Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on november 27, 2018, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2012, by dr. (B)(6) at (B)(6) in (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2015, performed by dr. (B)(6) at (B)(6) in (B)(6); the physician was unable to retrieve the filter. The patient had another scheduled retrieval procedure on or about (B)(6) 2016, performed by dr. (B)(6) at (B)(6) in (B)(6); the physician was unable to retrieve the filter. The patient had a final scheduled retrieval procedure on or about (B)(6) 2016 performed by dr. (B)(6) at (B)(6) in (B)(6); the filter was removed, but had allegedly tilted, migrated, fractured, caused perforation, and become embedded. Argon¿s attorneys are attempting to gather additional information.